Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Based on a meeting that took place between integra and the hospital, it was concluded that the root cause of the issue reported by customer was due to an user error. Junior registrars will be trained in placing the icp bolts, and training will be provided to physicians and nurses to improve understanding of probe implantation and removal.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports: same facility, same failure, same product, different patients. Other mfg report numbers: 3013886523-2021-00176, 3013886523-2021-00231. A facility reported that the cerelink sensor was found to be intact but damaged on removal. Possible part remained on patient. No additional information has been provided after several attempts.